Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and performed testing. The reservoirs failed per inspection. Found the reservoir transfer guard needle occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to push insulin into vial during priming. Customer's blood glucose was not reported. Reservoir would be replaced per customer's request.